Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. Customer declined further troubleshooting with tandem technical support. Additional information was not provided.